Event description:
Reporter alleged obtaining discrepant blood glucose results of hi back to back to back with a result of 205 mg/dl when testing was performed 5 minutes apart on the advantate system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: coumadin 13yrs - 5mg; lasix 10yrs - 40mg once daily; tricor 4yrs - 145mg; klor-con 2yrs - 10mg; lantus 2yrs - 160un once daily; humalog 2yrs - sliding scale; pain pills - unk.